Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00200, 3005168196-2018-00201.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400''s (pc400s) and a penumbra coil detachment handle (handle). It was noted that the patient's anatomy was slightly curved. During the procedure, the physician deployed and detached three pc400''s into the target vessel using a px slim delivery microcatheter (px slim) and the handle. The physician then advanced a new pc400 (lot #f72631) into the target vessel and attempted to detach it using the same handle; however, the pc400 failed to detach. After four to five failed attempts, the pc400 was removed. The physician continued the procedure by deploying and detaching ten additional pc400''s using the same px slim and handle. While attempting to advance a new pc400 (lot #f68287) through the px slim, the physician experienced resistance about half way through the px slim and decided to forcefully remove the pc400. The procedure was then completed using fourteen additional pc400s, two smart coils, the same px slim and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The introducer sheath was damaged. The embolization coil was intact with the pusher assembly and dried blood was observed throughout the introducer sheath and embolization coil. Conclusions: evaluation of the returned pc400 revealed that the introducer sheath was deformed. This damage may have occurred due to forceful handling or gripping during advancement or retraction through the introducer sheath. The damaged sheath prevented the pc400 from advancing or retracting through the introducer sheath during functional testing and, therefore, the root cause of the inability to advance through the px slim delivery microcatheter (px slim) could not be determined. Since the pc400 was reportedly advanced through its introducer sheath and about halfway through the px slim during the procedure, this damage was likely incidental to the reported resistance. Evaluation of the returned penumbra coil detachment handle (handle) revealed that it had no visible damage and passed for functional specifications. Since the other pc400 was not returned for evaluation, the root cause of the reported detachment issues could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.